Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple leaking insulin cartridges during supply changes, resulting in five unused cartridges, and later acknowledged performing the connection sequence incorrectly by attaching the connector and cartridge together outside the ilet instead of sequentially in the device. Symptoms included no blood glucose issues. Outcomes included shipment of replacement supplies and no alerts or alarms. Investigation included agent review of the user¿s change process and user interview. Investigation of this case revealed user technique error consistent with leakage at the cartridge-connector interface, with no device alarm activation and no adverse clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was user error related to an improper assembly procedure.